Event description:
It was reported that the patient had a bacteremia/septicemia/pocket infection. The patient was treated with antiobiotics and received a temporary pacing lead and external pacemaker. A new device and lead were implanted. No further patient complications have been reported as a result of this event.

Event description:
The patient was reported to have significant fatigue and was febrile for several days. The patient tested positive for pseudamonas. While hospitalized, the patient was noted to have mental status changes and a computerized tomography scan was positive for left temporal intracranial hemorrhage. The patient is a participant in the (B)(6) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 5086mri52 implantable pacing lead, (B)(6) 2012; rvdr01 implantable pulse generator, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient had a bacteremia/septicemia/pocket infection. The patient was treated with antibiotics and received a temporary pacing lead and external pacemaker. A new device and lead were implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.